Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the issue. He did not find any traces of blood in the iabp system. The fse performed a preventive maintenance (pm), a full calibration, and tested the unit. The equipment works to the manufacturer¿s specifications, is cleared for clinical use, and was returned to the customer.

Event description:
N/a

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) bloodback into the line of unit. There was no patient harm reported.